Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) was stuck in a status of ¿system booting please wait.¿ the site biomed tried rebooting the system several times, both with the umbilical cable plugged in and unplugged. There was no patient present when this issue was observed. A medtronic representative (rep) was on site trying to resolve the issue. The rep found that the imaging system would not boot up at all. The rep replaced the cmos batteries on the ias. The teraterm gave no response. The rep then replaced the system board and power switching board. The system could not do any motion, and there was a message stating that the system was disconnected from the mobile view station (mvs). Scroll bars came up on the system and nothing scrolled or happened.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000111, serial/lot #: rev. 3 : s/n (B)(6), ubd: , UDI#: h2) device evaluation: h3, h6) the image acquisition system (ias) computer was returned for analysis, and the reported complaint was confirmed through visual/physical examination and functional testing. The ias computer failed the bench test. The operating system and ias application failed to load. There was no basic input/ouput system (bios) activity. A continuous beep was heard from the computer. It was determined that there was a hard drive failure with the ias computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that attempt replacement of ias computer/no fix. Reinstall original computer. Reopen wo to consume ias computer. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: a manufacturer representative went to the site to test the equipment. Troubleshooting was performed but the boot-up problem persisted and remained unresolved. System checkout was completed but the system was not performing as intended since the issue was unresolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.